Manufacturer narrative:
Apoc incident # (B)(4). Additional lot on incident: product: 03p88-25, l21351, mfg: 17-dec-2022, exipire date: 16-aug-2022. Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2022, abbott point of care was contacted by a customer regarding I-stat cg8+ cartridges that yielded suspected discrepant sodium results on a 17 year old male patient with clinical symptoms related to overdose/cardiac arrest. Customer said patient had 4 arrests while in ed. Customer states cg8+ cartridges lot# w21352 and l21351 were used during the event. However, there was no additional patient information. Return product is available for investigation. Abl (B)(6) 2022 09:04 146 meq/l a venipuncture, I-stat (B)(6) 2022 11:14 169 meq/l b, roche (B)(6) 2022 11:28 148 meq/l c central line draw, I-stat (B)(6) 2022 12:23 169 mmol/l d, I-stat (B)(6) 2022 13:21 167 mmol/l e, I-stat (B)(6) 2022 14:24 165 mmol/l f, lab (B)(6) 2022 14:32 148 mmol/l g, lab (B)(6) 2022 16:14 148 mmol/l h. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway

Event description:
Na.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 27-apr-2022. A review of the device history records (dhrs) confirmed that cartridge lots w21352 and l21351 passed finished goods release criteria. Retained and returned cartridge test results met the acceptance criteria found in q04.01.003 rev. Ag, appendix 1- product complaint level 2 and level 3 investigation procedure. No deficiency has been identified for cartridge lots w21352 and l21351.